Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system eroded thru the surgical pocket of the patient. Subsequently, the system was explanted due to the erosion and infection. There were no additional adverse effects reported.